Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10070. It was reported that the patient experienced frequent charging and intermittent stimulation. The patient also reported that the coverage provided by the scs system was inadequate and advised that she was feeling stimulation in her ribs and abdomen. The physician removed and replaced the ipg and lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.